Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(6): dead battery. Note: manufacturer unable to perform follow-up call to customer to ensure the initial concern is resolved - customer contact information was not provided.

Event description:
Consumer complaint was received through FDA's medwatch program (mw5165817). Product information, including meter serial number and test strip lot number, was not provided. Event description - medwatch: "medwatch mw5165817- describe event or problem in accordance with 21 cfr 803.22 (b)(2), we are notifying you that in early (B)(6) 2024 the patient was admitted to the ICU for a week with ketoacidosis. At the time of the event, her blood glucose meter was unavailable for use due to not turning on. It is unknown how long the meter was unavailable for use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."